Manufacturer narrative:
We checked the returned unit and confirmed that the lg water supply tubes dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg water supply tubes. In addition, we confirmed that the water jet tube leak, the air tube leak, the water tube leak, the bending rubber cut, and the water nozzle loose; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.